Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: colombia. Chief operating room, gynecologists and anesthesiologists at the hospital, report that the suture busting, when used in hospital procedures. Thread broke during surgery.

Manufacturer narrative:
Samples received: 12 units in closed original packaging. Stock review: the stock was checked and verified that currently there are no units of this product code and lot number available. Produced / imported quantity: (B)(4) units of this product code and lot number were manufactured. Background: database of complaints were reviewed and verified that to date there are no reports related to this product code and lot number. Batch record / record lot: review of the documentation for the manufacturing process of the batch was conducted, checking the control process and the results for the release of the finished product and there are no records of deviations or alterations. Results for batch release: the procedure to conduct the review of the data relating to the test of resistance voltage at node for batch release and identifies that the data obtained are in compliance with the specifications of the OEM requirements. Analysis (s) sample (s): 5 units of the samples received in sealed original packaging, were subjected to a test of resistance and voltage at node found that data obtained in the analysis meet the requirements of the OEM for this caliber suture. Conclusions: based on the analyzes, the claim was "unwarranted" is determined, and the results of the tests were satisfactory to the samples. Actions: : according to the internal procedures, there is no need to establish corrective or preventive actions.